Event description:
It was reported that during a da vinci-assisted gastrostomy procedure, the harmonic generator displayed an error fault 10 minutes during use of the harmonic ace instrument. Reassembly of the harmonic handpiece, reinstallation of the instrument and generator reset didn't resolve the issue. User indicated no non-conformance during intraoperative use. A backup instrument was used to complete the surgical task. The user completed the procedure with no other issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a blade broken. The blade broke at roughly 0.231¿ from the base amd tje broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.